Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique further described as not putting on mask and ¿unhygienic procedure¿ (non aseptic technique) while performing pd therapy. Subsequently, the pt experienced peritonitis and was not hospitalized for the event. The same day as onset, the pt was treated with an injection of vancomycin, 2 gm, ip (intraperitoneally) stat. The next day, the pt was started treatment with injections of ceftazidime, 1 gm, intravenously (IV), once daily and injections of amikacin, 100 mg, IV, once daily. At the time of this report, dianeal therapy was ongoing and the outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed